Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. State quebec phone number: (B)(6) the product was returned to depuy synthese for evaluation. The depuy synthese team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was foreign substance at the end of the handle of t-plif impactor-straight, p/n: (B)(4). No other problems identified. A dimensional inspection was not performed as it is not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the t-plif impactor-straight, p/n: 389.274 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed. Dimensional inspection: n/a device history lot part number: 389.274 lot number: a7na39 manufacturing site: tuttlingen release to warehouse date: week 39, 2004 a review of the device history records is not possible, the DHR is no longer available due to the age of the instrument (over 18 years old). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthese reports an event in canada as follows: it was reported that sterilization discovered that all tplif instruments with a 'wooden' handle needs to be changed as there was presence of rust and the instruments on consignment are very old. Two (2) sets to address. No patient was impacted and no delays were obtained. This complaint involves one (1) device. This report is for one (1) t-plif impactor-straight this is report 1 of 1 for complaint (B)(4).